Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported torn or damaged polymer was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported torn polymer and noted damages appears to be relate to operation circumstances. Based on the reported information and returned analysis, it is likely that during advancement through the totally occluded anatomy, the guide wire polymer became damaged and torn causing resistance with the support catheter. Manipulation against resistance likely resulted in the polymer being torn off in the support catheter and noted subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a total occlusion in the anterior descending artery. A ht command 14 guide wire was used with a non-abbott support catheter; however, the coating of the guide wire ripped off and the support catheter became blocked. The procedure was successfully completed with a new non-abbott support catheter and new ht command 14 guide wire. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.